Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the loose cable. The pitch cable was broken at the distal clevis hub. The cable segments that contain the crimps were still retained in the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure a loose cable was found on the pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.